Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter woke up with a blood glucose of 24 mg/dl. The patient was treated with orange juice and a protein bar. The mother also stated that her daughter had seizures in the past due to lows. She also was hospitalized in 2014 for diabetic ketoacidosism, but the customer was on the animas insulin pump at the time. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. The device programming was accurate as well. However, the displacement test could not be performed since the customer was out of time to troubleshoot. No products were returned or replaced.